Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose was 40 mg/dl at the time of the incident. The customer was treated with food and glucose tablet. The customer was using insulin pump system within 48 hours of reported low blood glucose event. It was reported that the customer was on auto mode. It was reported that they alleged delivery of insulin without the user input. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction and was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. (B)(4).